Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a failed battery test, low battery and off now power on the insulin pump. The customer's blood glucose level was 119 mg/dl. The troubleshooting was performed. The customer insulin pump will need to be replaced due to off no power. The customer was advised that they may continue to wear insulin pump until replacement arrives if they insert new battery. The customer said that this is the second occurence of off no power without a low battery warning.